Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and no delivery alarm. Blood glucose was 700 mg/dl at the time of the incident. Customer stated no delivery was resolved by changing the complete set. Customer also had an unexpected restart after battery change. During troubleshooting for no delivery, the insulin pump alarmed during manual prime. The insulin pump will be returned for analysis.